Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after insertion, the catheter separated from the hub when retracted with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the nurse started an IV on patient and blood return was noted. After pressing the button to retract the needle it recoiled and the green catheter hub fell. Pressure was applied to the site immediately.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard IV catheter unit without packaging. The unit was in three portions: portion 1 was the catheter tubing with the wedge and the cannula (needle) intact. Portions 2 & 3 was the safety shield (barrel) with the spring and hub. The barrel was cut into two portions. The spring was protruding outwards from the bottom section of the barrel. There were traces of thick media present inside the flashback chamber. Through the visual/microscopic evaluation the barrel displayed a cut from a type of clamping or pinching instrument. The needle was observed broken near the hub. The failure mode could potentially be caused by incorrect swege depth or incorrect flare length. Measurement of the swedge depth could not be performed since the wedge-tubing assembly was clearly separated from the adapter. The catheter adaptor usually carries specific marks that indicate swedging, however the adapter was not returned therefore could not have been examined. The reported issue was confirmed as the separation catheter from adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after insertion, the catheter separated from the hub when retracted with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the nurse started an IV on patient and blood return was noted. After pressing the button to retract the needle it recoiled and the green catheter hub fell. Pressure was applied to the site immediately.